Event description:
It was reported the patient experienced telemetry issues. It was reported that an overdischarge was suspected. It was added that patient had done 9 physician mode resets (pmrs) at home and was still in overdischarge and one more was done by a manufacturer representative in (B)(6) 2013 . It was also noted that overdischarge occurred 2 weeks prior to the attempts. It was also reported that manufacturer representative did another physician mode reset (pmr) in the office and still could come out of overdischarge. It was indicated that patient would go home and try additional information received reported the patient spent 4 hours (completed 4 physician mode resets (pmr)) in the office in (B)(6) 2013 and the patient continued pmrs at home. It was noted that the manufacturing representative was going to speak with the patient on the following day. Additional information stated the patient was to have an x-ray to determine whether the implantable neurostimulator (ins) had flipped. Additional information reported x-ray results indicated that while in the anterior/posterior view, the leads were coming out of the ins toward the patient's right side. This orientation indicates a flipped ins. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).